Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿. The patient ¿broke¿ their nose and upon examination, a ¿hole¿ was found. There was ¿bone resorption¿ at the site. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "bone resorption" is considered an unexpected adverse drug experience.